Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and no evidence of foam degradation. During the evaluation, foam particles was observed. The device's downloaded logs were reviewed by the third-party service center. There was no error code found. The third-party service center concludes that there was visible foam degradation and unit got scrapped.

Manufacturer narrative:
Additional information was received on 10/12/2023 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, dizziness, headache, chronic obstructive pulmonary disease and other. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. A device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and no evidence of foam degradation. During the evaluation, foam particles was observed. The device's downloaded logs were reviewed by the third-party service center. There was no error code found. The third-party service center concludes that there was visible foam degradation and unit got scrapped. Box h was updated in this report.